Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant procedure on (B)(6) 2021. After procedure during examination of the lead, it was noted that there was change in the capture threshold and p-wave amplitude on the right atrial (ra) lead. The chest x ray revealed that the ra lead had been dislodged and was located in the ventricle. The physician explanted and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures. An internal short was found due to the over torqued inner coil in the connector region due to procedural damage. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. The helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.